Event description:
Reporter is a paramedic who suffered 1st, 2nd and 3rd degree burns to 12% of his body following a flash explosion when turning on tank. Currently, unsure what caused the explosion. An investigator hired by an insurance company is due to go on the scene to look at the evidence, that according to reporter has been quarantined since the event. Reporter's concern is that the insurance investigator may not be properly trained to follow-up properly on the issue. Initially, he was told that the fire marshal was to contact all parties concerned, but apparently this is not what happened. Other equipment that day that may have been directly or indirectly involved in the explosion included, (1) an oxygen regulator and (2) the ambulance. The reporter states he is currently taking physical therapy and making good improvement. He anticipates returning back to work in the next couple months.